Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h6 a full analysis of the data logs was performed. The registration was performed correctly with acceptable rms. There were no electrode inaccuracies found at the entry points, all were within the systems threshold. The target points were displaced but with the information available it cannot be determined if this displacement caused or was caused by the brain bleed. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. There were no confirmed electrode entry points nor registration inaccuracies. The average deviation for entry points for all electrodes were under the system¿s specification limit. There is no evidence to indicate that the rosa malfunctioned or contributed to the adverse event. The cause of the bleeding cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported before that the surgical patient from had to undergo an emergency procedure after post-op CT discovered a subdural hematoma. The seeg electrodes were removed and patient underwent emergent surgery to help with the bleed (craniotomy). The surgeon said the emergency surgery was successful and that the patient is expected to make a full recovery. The reason for the bleed was unknown, but the guess was the third or fourth electrode placed (r mid hip/r post hip) may have hit a subdural blood vessel and caused the bleeding, but the surgeon was unsure if this was an accuracy or planning issue. Current patient condition: patient is stable. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.

Event description:
No further event information available at the time of this report.